Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the large needle driver (lnd) instrument had no contact. The procedure was completed at the time of the report. Isi followed up with the initial reporter and obtained the following additional information: the lnd instrument was not recognized by the system.